Event description:
Initial event severity rating event did not reach patient or did not cause harm. Event description: pt was able to remove the red lumen entirely off his hemodialysis femoral venous catheter. The incident was unwitnessed but found almost immediately afterward. There was minimal bleeding noted. The stated red lumen was given directly to the anom in nicu (neonatal intensive care unit). Nephrology team was notified. Rn was able to obtain new hd quinton and replace lumen in a sterile fashion and in which there was no damage or issue with use of hd line.